Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver appropriate defibrillation therapy during ventricular tachycardia. The patient was asymptomatic during episodes. It was also noted that device misinterpreted ventricular tachycardia episodes as supraventricular tachycardia (svt). No intervention was performed. There were no patient consequences.